Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet with a dexcom g7, describing post¿meal announcement drops when using usual meal size and therefore switching to the ¿less than usual¿ meal announcement; the user reported frequent corrections with oral glucose to avoid further lows and is planning a factory reset with a trainer. Symptoms included sweating, shakiness, and impaired ability to function. Outcomes included temporary functional limitation without medical intervention or hospitalization. Investigation included customer support review, counseling on training resources, and planned collaboration with the trainer for device reset and use optimization. Investigation of this case revealed user-reported low glucose events associated with meal announcement selection and carbohydrate intake patterns, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related, related to meal announcement selection and carbohydrate intake, with training recommended.